Manufacturer narrative:
Device evaluation: one device was returned for evaluation. Visual inspection revealed a bubbled downstream occlusion (dso) seal and scratched lens. No evidence was available to review in the event history log. Functional testing was able to replicate the reported issue; attaching a cassette resulted in a cassette not attached correctly alarm. The most probable root cause was a faulty dso sensor. The dso sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited an unspecified error. There was unknown patient involvement and no patient harm.